Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: dr. (B)(6) in a hip surgery, at the moment of making the cement and waiting for the determined time so that it began to solidify to implant it in the hip prosthesis, he identified that it did not adhere or remained in the prosthesis which was not subject to the prosthesis. So they used 3 cements to see if one could be done correctly, but none of the 3 could be left. And to solve the problem ask another cement of another brand to (B)(6)hospital, which says that it is fine. It should be mentioned that dr. Luna has extensive experience in the use of cement. Product information: cement endurance gmv (gentamicin) 40 g; code: 3105040; lot: 8587613; manufactured: 2017-july-20. Expiration: 2020-june-30.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed (B)(4) 18 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.